Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient is very large in stature and while coughing some time after his surgery, his incision opened and part of the pressure regulating balloon was exposed. He was taken to surgery and the balloon was removed, with remaining tubing clamped and tied off for future replacement. No infection present. A patient outcome of full recovery was reported.